Event description:
Bayer case number: (B)(4) I woke up with unbearable abdominal pain [abdominal pain], a douglas' pouch effusion [douglas' pouch effusion] , I emptied out with diarrhoea and vomiting [diarrhoea] , vomiting [vomiting] , loss of consciousness [loss of consciousness] , cold sweat. [Cold sweat] , I had a lot of trouble walking for almost a week [difficulty in walking], fever [fever] , only one essure, so where is the 2nd one [device dislocation] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("I woke up with unbearable abdominal pain") and pelvic fluid collection ("a douglas' pouch effusion") in a 47-year-old female patient who had essure inserted (lot no. 835437) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2025, 5034 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), diarrhoea (" I emptied out with diarrhoea and vomiting"), vomiting ("vomiting"), loss of consciousness ("loss of consciousness") and cold sweat ("cold sweat."). On unknown date she experienced pelvic fluid collection (seriousness criterion hospitalisation), gait disturbance ("I had a lot of trouble walking for almost a week"), pyrexia ("fever") and device dislocation ("only one essure, so where is the 2nd one"). Essure treatment was not changed. At the time of the report, the pelvic fluid collection, gait disturbance and pyrexia had not resolved. The outcomes for abdominal pain, diarrhoea, vomiting, loss of consciousness, cold sweat and device dislocation were unknown. No causality assessment was received for essure with regard to abdominal pain, diarrhoea, vomiting, loss of consciousness, cold sweat, pelvic fluid collection, gait disturbance, pyrexia or device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Ultrasound pelvis] (date unknown): they saw only one essure, so where is the 2nd on case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information. Become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). I woke up with unbearable abdominal pain [abdominal pain]. A douglas' pouch effusion [douglas' pouch effusion]. I emptied out with diarrhoea and vomiting [diarrhoea]. Vomiting [vomiting]. Loss of consciousness [loss of consciousness]. Cold sweat. [Cold sweat]. I had a lot of trouble walking for almost a week [difficulty in walking]. Fever [fever]. Only one essure, so where is the 2nd one [device dislocation]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-aug-2025. The most recent information was received on 29-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("I woke up with unbearable abdominal pain") and pelvic fluid collection ("a douglas' pouch effusion") in a 47-year-old female patient who had essure inserted (lot no. 835437) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2025, 5034 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), diarrhoea (" I emptied out with diarrhoea and vomiting"), vomiting ("vomiting"), loss of consciousness ("loss of consciousness") and cold sweat ("cold sweat."). On unknown date she experienced pelvic fluid collection (seriousness criterion hospitalisation), gait disturbance ("I had a lot of trouble walking for almost a week"), pyrexia ("fever") and device dislocation ("only one essure, so where is the 2nd one"). Essure treatment was not changed. At the time of the report, the pelvic fluid collection, gait disturbance and pyrexia had not resolved. The outcomes for abdominal pain, diarrhoea, vomiting, loss of consciousness, cold sweat and device dislocation were unknown. No causality assessment was received for essure with regard to abdominal pain, diarrhoea, vomiting, loss of consciousness, cold sweat, pelvic fluid collection, gait disturbance, pyrexia or device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 57 kg. [Ultrasound pelvis] (date unknown): they saw only one essure, so where is the 2nd on batch number 835437, manufacturing date-28-feb-2011, expiration date-(B)(6) 2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.